Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01542. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 3 months. Analysis of the log file provided by the account confirmed the report of a pump stop event and associated alarms. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a clinic visit on (B)(6) 2018, system controller history interrogation performed by the hospital clinician revealed a low speed advisory alarm and a pump stoppage on (B)(6) 2018. The patient¿s vad system was connected to a mobile power unit (mpu) at the time of the event. The patient recalled hearing a brief alarm during this event and was reported to be asymptomatic. No further events were observed since that date. There was no visible damage to the external percutaneous lead (driveline). The customer was concerned there may be a short to shield issue. The manufacturer's technical service representative reviewed the submitted log file which contained data from (B)(6) 2018 through (B)(6) 2018 and confirmed the reported pump stoppage on (B)(6) 2018 that occurred while the vad was connected to the mpu. The customer was informed that the pump stoppage could have been caused either by a high current event or short to shield. X-ray images of the driveline submitted for review were unremarkable. On 07may2018, it was reported that the patient has not had any further alarms or pump stoppages since being on the ungrounded patient cable and batteries only. Xray of the driveline was unremarkable. The patient was upgraded to status 1a for cardiac transplant due to lvad complication and the customer planned to keep the patient on an ungrounded circuit until transplant, and would only perform a pump exchange if there were alarms or pump stoppages on the ungrounded circuit. No additional information provided.